Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019 , the patient was admitted to the hospital due to loss of consciousness. Pacemaker check revealed episodes of ventricular noise oversensing. Ventricular threshold and lead impedance elevation were also observed (from 0.75v to 1.5v and from 400 to 600 ohms respectively). Reportedly, no noise episodes related to the time of the unconsciousness were recorded in the device memory. A temporary pacing catheter was implanted in the patient during a re-intervention on (B)(6)2019 , atrial and ventricular leads were abandoned in the patient¿s body. The subject pacemaker was replaced and a new ventricular lead was added. Preliminary analysis confirmed the reported behavior, most of the episodes stored in the device memory revealed ventricular noise oversensing with non-physiological electrical signals starting from (at least) 02 apr 2019. In addition, episodes suspicious of loss of ventricular capture were observed since (at least) 17 jul 2018. The observed noise pattern is typical of a ventricular lead issue and/or a connection lead issue.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to the hospital due to loss of consciousness. Pacemaker check revealed episodes of ventricular noise oversensing. Ventricular threshold and lead impedance elevation were also observed (from 0.75v to 1.5v and from 400 to 600 ohms respectively). Reportedly, no noise episodes related to the time of the unconsciousness were recorded in the device memory. A temporary pacing catheter was implanted in the patient during a re-intervention on (B)(6) 2019, atrial and ventricular leads were abandoned in the patient¿s body. The subject pacemaker was replaced and a new ventricular lead was added. Preliminary analysis confirmed the reported behavior, most of the episodes stored in the device memory revealed ventricular noise oversensing with non-physiological electrical signals starting from (at least) (B)(6) 2019. In addition, episodes suspicious of loss of ventricular capture were observed since (at least) (B)(6) 2018. The observed noise pattern is typical of a ventricular lead issue and/or a connection lead issue.